Manufacturer narrative:
Gehc recommended to the hospital to replace the switched common gas outlet. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, during a case, the unit alarmed 'no fresh gas flow'. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.